Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted into the mitral valve. While grasping, the anterior leaflet became caught in the gripper. Troubleshooting was performed and the clip was unable to be freed. The clip was able to grasp both leaflets. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Tissue damage was observed after the slda. The procedure was then discontinued. Mr remained a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported entrapment of device and incomplete coaptation/slda could not be conclusively determined. The reported tissue injury appears to be a cascading event of the reported slda. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.